Event description:
This event was reported as staphylococcus epidermis endocarditis (positive blood cultures) and vegetation as noted by repeated echocardiography. Transient ischemic attacks involving the left arm and left leg were noted 1 week after blisters formed on a traumatic cut to right finger (march 26, 1997). Evaluation with CT scan and echocardiography failed to show bleeding or infarct in the brain, nor thrombus or endocarditis in the heart at the time. Another transient ischemic attack occurred in the physician's office and the patient was hospitalized where MRI scan showed acute cerebellar infarct and occipital lobe infarct.